Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The electrode pad was observed to have physical damage, indicating that it may have been applied more than once. Evaluation and testing of a retained sample from the same lot was performed and no discrepancies were found consistent with the customer report. No trend is associated with reports of this type.